Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a programming error during a primary infusion of heparin in the original 5 department. The infusion was calculated by epic at 32.7 ml/hr with a volume to be infused (vtbi) of 500 ml however, the pump was 35 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace codes), h11. H11: the device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that the reported event of a heparin infusion was in the log. In the ehlr, the device showed the programming; however, it did not show the ml/hour conversion to confirm if the pump shows the reported 35ml/hour. Functional testing was performed which included downstream (distal) occlusion sensor testing, upstream occlusion sensor testing, and flow rate accuracy testing, and there were no issues noted. The reported condition was verified in the ehlr. The cause of the reported condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.